Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. The system was leaking during start up, about 15 ml. The leak was on the counter and was not contained to the instrument. The operator was wearing personal protective equipment of gloves, lab coat, and eyeglasses at the time of the leak.. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and confirmed the leak and determined the reticulocyte backgrounds were failing. The fse found that the normally closed tubing through pinch valve vl95/98 was disconnected from the fitting. Pinch valve vl95/98 controls the delivery of the reticulocyte clearing solution. The fse reattached the tubing and the instrument ran without any leaks and passing all backgrounds. The repairs were verified per established procedures. Identification of failure modes: the failure modes was identified as the disconnected tubing. No erroneous results were generated for this event. Upon recur; the failure mode identified is likely to cause erroneous results for differential and reticulocyte parameters due to segmentation errors. Product labeling: beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The beckman coulter (bec) internal identifier for this report is (B)(4).